Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported noise episodes could not be conclusively determined. (B)(4).

Event description:
The patient presented to the hospital due to a device alert. Rv lead noise episodes were noted which led to anti-tachycardia pacing (atp) with no therapy delivered. An x-ray was performed and a subclavian crush with insulation abrasion was suspected. The lead was capped and replaced. The patient is stable with no adverse consequences.